Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received but analysis has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).visual inspection was performed and found the patient connector to be missing and cracks in the main body. Leak testing was performed with no issues when attached to tubing. Clear passage and clamp function testing was performed with no issues noted. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve separated from the blue main body of the twist clamp on a transfer set during patient use. The patient stated that they did not use alcohol on the device. No patient injury or medical intervention was indicated in association with this report. No additional information is available